Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. It has been reported that readings were over 20% off. Patient data was present, however no meter values to confirm the reported inaccuracy were present within the investigation window. The allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed.